Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4543 implantable pacing lead competitor (B)(6) 2005; 4473 implantable pacing lead competitor (B)(6) 2005; 0185 implantable tachy lead competitor (B)(6) 2005. (B)(4).

Event description:
It was reported that there may be early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.